Manufacturer narrative:
Arthrosurface contacted the patient's treating surgeon who said that the patient went to (B)(6) and didn't see him in over 6 weeks. The surgeon reached out to the patient and scheduled an appointment on (B)(6) 2016. As per the latest update, patient visited the clinic as scheduled and was advised for further physical therapy. Following are the details of the components implanted in the patient. Part # 8402-8080-w, lot # 75dk2113, mfg dt: 04-2011, exp dt: 04-2016. Part # 8135-1875-a, lot # 75kd2004, mfg dt: 12-2014, exp dt: 12-2019.

Event description:
Patient contacted arthrosurface via website and asked to recommend a surgeon who he is planning to consult regarding on-going issues with his shoulder. The patient has a shoulder hemicap implanted and he believes that his surgery was botched. He reported that he had been waiting to get a call back from his original treating surgeon since 2 weeks. On following up with his initial complaint, patient seems concerned about the range of motion with the implant at the end of 10th week after surgery. Reports that he has about 10 degree active flexion as well as abduction. On passive stretching his shoulder pops, cracks and will lock into place. His pt is unable to manipulate his shoulder the way he needs to because of this.

Manufacturer narrative:
The radiographs provided by the patient were reviewed by arthrosurface clinical staff and there are no signs of loosening of the implant, the implant is still intact. The patient had a post-op CT scan done which showed a bone spur (osteophyte) that explains his concerns for limited range of motion (rom). The patient also had concerns regarding cracking and locking of the shoulder for which he met with another physician for second opinion. The second physician expressed that patient has a too advanced stage of arthritis for which osteophyte cannot be removed. Currently, patient has initiated and continuing treatment with the second physician. Patient was asked what his plans with the second physician are. No response was received. Based on the information provided by patient and the second opinion, it is evident that no arthrosurface components contributed to the reported issues. The complaint is considered closed.